Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 26. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and abscess. No further patient complications were reported.